Event description:
It was reported that during removal of the spring wire guide (swg) after insertion, the swg began to unravel and as a result, the catheter had to also be removed along with it. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional information become available.